Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 808:02 upon power-up. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that failure code 808:02 occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is (B)(4), categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a defective inlet valve in the phm (pumphead module). The phm has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review has been performed and the device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause is currently being investigated through (B)(4).